Event description:
It was reported that the outer cover of the external pulse generator was broken. It was further reported that in testing, both "good and bad" results were obtained. The generator was returned for service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Side bails and ring are missing. Main printed circuit board is out of electrical specification; device shut down immediately right after the battery was removed.